Manufacturer narrative:
Initial and final (B)(4) - device 3 of 6.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced 6 infusions set fell off during use on event on (B)(6) 2024. Infusion set has been used for less than 24-48 hours. Insertion area was cleaned, air-dried and free from hair. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.